Event description:
This lead became dislodged; it was explanted and replaced on (B)(6) 2010. This lead was retained by the hospital. Should additional information become available, this event will be updated.